Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a setscrew issue on the left ventricular port as no click sound was heard when using the torque wrench. A different port was tested again and the click of the wrench was heard. After multiple further attempts with the left ventricular port, the click of the wrench was heard but could not be reproduced. All electrical measurements were in the expected range and the device was implanted. No patient complications have been reported as a result of this event.